Event description:
The clinician reports that the day the implant was placed in fdi 35, failure occurred upon insertion. Details of surgery: immediate extraction site. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.